Event description:
Pt has a corrected spinal surgery, post-op it was noted that she was developing some leg pain. CT scan revealed medial breech of the l3 screw and possible l2 screw. Revision surgery has been performed to replace screws with sublaminar fixation. Leg pain has been resolved.

Manufacturer narrative:
Investigation: medial breech was revealed by CT-scan and confirmed during revision. Leg pain should be consequence of medial breech. Conclusion: this event is directly related to surgery and not to the device. Implants used in surgery included: 510k k080099, (B)(4): polyaxial screw diameter 5.5, length 35mm; (B)(4): polyaxial screw diameter 5.5, length 40mm; (B)(4): polyaxial screw diameter 5.5, length 45mm; (B)(4): rod diameter 6mm, length 160mm; (B)(4): crosslink for rod diameter 6mm; (B)(4): nut; 510k k082577, (B)(4): derotation connector.